Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently the pump high / low bg reminders were not alerting the customer. Blood glucose was 600 mg/dl and ketone level was high. Healthcare provider identified ketones as being dangerous. Boluses were delivered to address bg. Tandem technical support (cts) had the customer review the pump history. History showed high bg alerts around the time of the event. Pump volume was set to high. High/low reminder setting values were confirmed. Cts reviewed pump data and found the volume setting for the pump and continuous glucose monitor were normal and the settings were unchanged. Customer maintained the reported issue was continuing. Customer continued to use pump for insulin therapy as it could still dispense insulin.